Manufacturer narrative:
H6 for corrected coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the settings not available screen. The rep completed an impedance check and noted that electrodes 1 and 5 said do not use 40,000. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient was seeing a settings not available screen, only on group b. The other groups were working like normal. The pt said this started happening probably 5 months ago. The patient said they have had some falls recently and said their balance was off as they were paralyzed in their right arm and part of their right leg. The pt said they frequent airports a lot and so airport security could have also possibly affected the ins. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.